Event description:
It was reported that during use with bd microtainer® sst¿ 2 out of 10 samples no serum obtained after centrifugation. The patients were re-collected. The following information was provided by the initial reporter: this is the 2nd of 5 occurrences. It was reported by the customer no serum obtained after centrifugation we tried spinning using the horizontal swing bucket instead of the fixed angled, same outcome on 10% of the samples. We are suspecting perhaps these specimens might have been grossly hemolyzed such that it affects the density and thus the gel separation. · did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No.

Manufacturer narrative:
H.6 investigation summary: material #: 365967. Lot/batch #: 2124289. Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both retention and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd microtainer® sst¿ 2 out of 10 samples no serum obtained after centrifugation. The patients were re-collected. The following information was provided by the initial reporter: this is the 2nd of 5 occurrences. It was reported by the customer no serum obtained after centrifugation we tried spinning using the horizontal swing bucket instead of the fixed angled, same outcome on 10% of the samples. We are suspecting perhaps these specimens might have been grossly hemolyzed such that it affects the density and thus the gel separation. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No.